Event description:
Additional information received reported the ins was replaced. Impedance measurements were not available.

Event description:
It was reported that the patient's ins was scheduled for explant because of suspected premature battery depletion. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Analysis of the neurostimulator (serial number nkl109034s) found normal end of life with telemetry and output 'okay.' Final analysis found that for the parameters the ins had when it was received, the expected life was 3.05 months to eri and 6.05 months to eos. Based on this information and the fact that the ins functioned properly, it appears that this ins reached a normal eri condition.

Manufacturer narrative:
The initial report was filed as manufacturer report# 3007566237-2012-01584. Additional information indicated the correct manufacturing site was site (B)(4). Analysis results were not available as of the date of this report. A follow up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.